Event description:
It was reported that it became more difficult when the remaining 22 cm of the catheter was removed. Adjusted the position of the patient and applied hot compress. The catheter ruptured after a gentle pull was applied. Immediately contacted the vascular surgery of the general hospital for interventional removal of the catheter. The residual portion of the catheter has been withdrawn out of the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of insertion difficulty and catheter fracture was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The catheter was received assembled with the two-piece connector. Usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break at the 26cm depth marking. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the break. Material necking and discoloration were observed in the vicinity of the break. Microscopic inspection of the break site revealed a granular fracture surface. The catheter exhibited an elliptical cross-section at the break site. The break features, tensile weakness, material necking and discoloration were consistent with material failure due to tensile (pulling) stress. Such damage can occur during removal if removal is attempted through a tortuous path or if the catheter becomes adhered to the vessel wall. Pertaining to device removal, the product IFU states ¿remove slowly. Do not use excessive force. If resistance is felt, stop removal. Apply warm compress and wait 20-30 minutes.¿ h3 other text : device evaluation findings are in the manufacturer's note.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx3255 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that it became more difficult when the remaining 22 cm of the catheter was removed. Adjusted the position of the patient and applied hot compress. The catheter ruptured after a gentle pull was applied. Immediately contacted the vascular surgery of the general hospital for interventional removal of the catheter. The residual portion of the catheter has been withdrawn out of the patient.